Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
One month prior to receiving this report, a patient experienced a leak from the transfer set and peritonitis coincident with peritoneal dialysis (pd) therapy. The patient presented with cloudy effluent and was treated with vancomycin (dose, route, frequency not reported). Three weeks later, the patient presented with cloudy effluent again. Treatment was continued with vancomycin. The patient did not require hospitalization for these events. The patient is considered to be recovering. No additional information is available.